Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that her dexcom cgm displayed a glucose value of 55 mg/dl and continued to show low readings throughout the day. She did not experience symptoms consistent with hypoglycemia and did not perform fingerstick (fs) verification at the time. She stated that she treated the urgent low (ul) egv by eating. The patient explained that she was at a doctor¿s appointment when the questionable cgm readings were identified. Due to concerns regarding the accuracy of the glucose values, she was referred to the emergency room. While in the hospital, she reported receiving 10 units of insulin via injection for treatment of hyperglycemia, though she was unable to recall the specific blood glucose value prompting treatment. The patient stated that she did not experience any physical symptoms or injuries related to the event. She remained hospitalized for more than 24 hours and was discharged on (B)(6) 2026. She did not provide the cgm or blood glucose readings obtained during her hospital stay. At the time of reporting, the patient indicated that she was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.